Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 35 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2019, 2191 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 35 year-old female patient who had essure inserted (lot no. A64629) for female sterilisation. The patient had a medical history of depression, pelvic pain female, abnormal uterine bleeding and smoker (yes , ½ packs per day). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2019, 2252 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy bilateral salpingectomy, cystoscopy, and mccall culdopla). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2019: diagnosis: uterus, cervix, bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: cervix- no significant histopathologic abnormality, endometrium- proliferative endometrium. Myometrium- no significant histopathologic abnormality. Serosa- subserosal endometriosis (0.25 cm). Fallopian tubes- bilateral fallopian tubes with no significant histopathologic abnormality. Specimen and source: uterus, cervix, bilateral fallopian tubes clinical information: abnormal uterine bleeding chronic pelvic pain. Gross examination: the specimen consists of an intact uterus with attached cervix and attached bilateral fallopian tubes. An essure coil is present in each fallopian tube. The left fallopian tube is fimbriated and measures 5.0 x1.5x1.5 cm. Multiple paratubal cysts are identified ranging from less than 0.1 to 6.1 cm. Transection of the tube reveals a complete lumen. The right fallopian tube is fimbriated and measures 9.5 x4.5x 1.0 cm. Transection of the tube reveals a complete lumen the most recent follow-up information incorporated above includes data received on: (B)(6) 2023: medical record received. Lot number added. Medical history, concomitant condition & reporter information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 35 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2019, 2191 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 06-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 35 year-old female patient who had essure inserted (lot no. A64629) for permanent contraceptive tubal implant. The patient had a medical history of depression, pelvic pain female, abnormal uterine bleeding and smoker (yes , ½ packs per day). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2019, 2252 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy bilateral salpingectomy, cystoscopy, and mccall culdopla). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2019: diagnosis: uterus, cervix, bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: cervix- no significant histopathologic abnormality, endometrium- proliferative endometrium. Myometrium- no significant histopathologic abnormality. Serosa- subserosal endometriosis (0.25 cm). Fallopian tubes- bilateral fallopian tubes with no significant histopathologic abnormality. Specimen and source: uterus, cervix, bilateral fallopian tubes clinical information: abnormal uterine bleeding chronic pelvic pain. Gross examination: the specimen consists of an intact uterus with attached cervix and attached bilateral fallopian tubes. An essure coil is present in each fallopian tube. The left fallopian tube is fimbriated and measures 5.0 x1.5x1.5 cm. Multiple paratubal cysts are identified ranging from less than 0.1 to 6.1 cm. Transection of the tube reveals a complete lumen. The right fallopian tube is fimbriated and measures 9.5 x4.5x 1.0 cm. Transection of the tube reveals a complete lumen lot number: a64629 manufacture date: 2012-10 expiration date: 2015-10. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 30-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.